Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak coming from the probe wipe. The fse discovered a crimped vacuum line and a tubing through pinch valve pv49 which was incorrectly attached to a wrong port on the probe wipe. The fse re-attached the tubing through pv49 to the correct port and replaced the vacuum fitting to resolve the leak. The fse also found a loose tube forward sensor. The fse adjusted the tube forward sensor and tightened the lock-tight to resolve the issue and the "incomplete needle pierce" errors. The fse also cleaned and reassembled the dead plate as incidental maintenance. The fse was unable to confirm the cause of the tubing being incorrectly attached to a wrong port. The fse stated that the tubing could have been incorrectly attached since a long time ago as the customer rarely uses the secondary mode. The customer indicated that they do not perform instrument repair themselves. Results: failure mode of the leak is attributed to a crimped vacuum tubing, and the tubing which was incorrectly attached to a wrong port on the probe wipe. Failure mode of the loose tube forward sensor is attributed to a loose lock; however, the instrument generated "incomplete needle pierce" errors to alert the customer of an instrument issue. (B)(4).

Event description:
The customer reported a leak of approximately 1 ml from the probe wipe of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer stated that the instrument generated "incomplete needle pierce" errors during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.